Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
A zoll medical representative went onsite to evaluate the device and the customer's report was verified and attributed to a defective surepower ii battery pack. The device powered on with multiple known good batteries. The battery pack was scrapped. The device was returned to serivce. Analysis of reports of this type has not identified an increase in trend.